Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the operating system for the smart device was not a supported system. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and the test passed. Previously, data was provided for evaluation. The reported event loss of connection was confirmed via data. The root cause could not be determined.